Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was not confirmed. Visual inspection, functional testing and pressure testing were performed; no anomalies were observed. The root cause of the reported tubing separation and leak was not identified.

Event description:
The customer reported that when the blue clamp was inserted into the pump the tubing separated from the set causing a leak when it was infusing a chemotherapeutic medication. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the blue clamp was inserted into the pump the tubing separated from the set causing a leak when it was infusing a chemotherapeutic medication. There was no patient harm.